Manufacturer narrative:
Pump received with minor scratches to lcd window and a partial display due to cracked lcd glass. Unable to perform the displacement test due to the partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the screen display was broken and only showed a partial screen. No further information was reported blood glucose unknown.